Manufacturer narrative:
The event device has been returned for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: unknown. Incident description: at the end of the procedure when the user was removing the trocar from the abdomen the doctor noticed that the cannula cracked in the middle of the shaft. The user was able to remove all pieces of the trocar. Type of intervention: unknown. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Upon inspection, engineering was able to confirm the complainant's experience of a fractured cannula. Crack lines near the tip of the cannula were also observed. The wall thickness of the cannula was measured and was found to be uneven. The likely root cause of the fracture is the uneven cannula wall thickness, which occurred during the injection molding process of the cannula. The likely root cause of the cracking near the tip is likely due to lipid exposure, which could cause the part to be more prone to fractures. The probability and criticality of harm resulting from this failure mode have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.